Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the motor seized and was rough running. Therefore, the reported condition was confirmed. It was further determined that the device had no function. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If additional information should become available; a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor seized and was running rough on the small battery drive device. It was further determined that the device had no function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.